Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. Customer's blood glucose level was 245 mg/dl. Customer stated that the insulin pump not exit him out of auto mode when he gets a stuck button alarm. Customer reported that every night when he goes to bed he gets an alert. Customer declined to troubleshooting for stuck button alarm the insulin pump will not be returned for analysis